Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, post-sensed t-wave oversensing due to timing concerns with the premature ventricular contractions that falls partly in the blanking period after the atrial pacing was noted on the device. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.